Event description:
It was reported that the patient was not sure the device ever helped, but more distracted them from feeling pain. The patient also found it hard to use the device due to work in construction. The patient had not used the device since about 1997 and could not get it to work in 1998/1999. The patient believed he had a nerve block since then and was possible interested in getting a replacement due to continued pain the right leg.

Manufacturer narrative:
(B) (4).